Manufacturer narrative:
Patient information not available for reporting. The 510k: this report is for an unknown ecd cage/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Facility telephone and email not available for reporting. Initial reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.: patient code 3191-no code available used to capture required intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2018, the expandable corpectomy device (ecd) cage would not easily detach from the holding and distraction instrument for ecd in situ. As a result, the cage was removed several times in order to check and reinsert the device. At one point, extra burring was undertaken to open the channel in which the holding and distraction instrument prongs were situated in order to ensure there was no impingement. The extra burring did not resolve the issue. The cage was removed from and reattached to the holding and distraction instrument outside of the patient and seemed to work as expected. However, the button was pulled back to release the holding portion as described in the technique but would not detach in situ. This report is for one (1) unknown ecd cage. This is report 2 of 2 for (B)(4).